Manufacturer narrative:
Manufacturer's investigation conclusion: the report of cosmetic jacket damage along the length of the driveline of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , could not be confirmed through this evaluation, as no images were submitted, and the device remains in use. The account communicated that the patient had cosmetic damage to the driveline. According to the account, the driveline was wrapped over time to repair the damage. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26jul2010. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook (phb) are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline. These sections warn that damage to the driveline, depending on the degree, may cause the pump to stop and instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 4 of the patient handbook also states that if the driveline is damaged, the pump may need to be replaced and should be replaced as soon as possible to prevent serious injury or death. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event date is estimated. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had driveline damage. Over time small areas of the driveline required wrapping.